Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user¿s ilet device became unresponsive with a frozen display. The user¿s blood glucose (bg) levels were unaffected at the time of the call. The agent confirmed that the user had an alternate form of insulin therapy to revert to until the replacement device arrives. The user will continue on alternate therapy until receipt of a replacement ilet. No long-term health effects were reported.